Event description:
Customer alleges that the wire in the control arm/joystick, came loose when he swung it away, to get out of the chair. No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsi-2, serial number/date code and age of product are unknown. The owner's manual part number 1023891 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the wiring for the joystick on his tdxsi-2 power chair is allegedly loose. The consumer swung the control arm and joystick away while getting out of the power chair and the wiring came loose. No injury alleged.